Event description:
Reporter is pt, who says she was watching news when she heard about the recall. Approximately three days ago, reporter experienced light sensitivity and burning pain with use of prod. She is now awaiting an appointment with dr. Of the eye care clinic. One week prior, she had similar symptoms in the left eye, but it went away once contacts were stopped, now represents with resuming of lens wear. Store purchase, has 2 huge bottles.